Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A visual inspection was conducted, the rapid flap was found to be fractured above the outer post. Investigation results concluded that the reported event was due to the post experienced excessive force. The instructions for use (IFU) for this product states in the warnings section: ¿improper selection, placement, positioning, or fixation of the implant can cause a subsequent undesirable result. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The devices can break or be damaged due to excessive activity, load bearing upon insertion in vivo, or trauma. This could lead to failure of the device, which could require additional surgery and/or device removal.¿ a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the clamp broke during surgery. The broken clamp was removed and replaced with another clamp of the same size. There was no surgical delay or patient injury. The complaint form indicates the surgical technique was not followed and the revision surgery was performed due to "breakage," however no details were provided. Additional information was requested but has not been received at this time.